Event description:
The customer reported via phone call indicating that the insulin pump had a frozen anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that the screen would not change and it stays blank with just the icons. Customer is unable to troubleshoot because the call dropped.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.